Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider called stating the unit has low o2 in the 70%'s. He states it still runs.